Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support through a pump reset process, after which the error did not reappear. The caller was also advised to wait 20 minutes to start the sensor session, and they understood and acknowledged the instructions.